Event description:
It was reported that the lead components of the patient's implantable neurostimulator (ins) were damage by over tightening of the setscrews by the implanting physician. See manufacturer's report #s 3004209178-2012-08945 and 3004209178-2012-08950 for subsequent related issues. Follow up information with the subsequent events reported that the patient outcome as of (B)(6) 2012 was noted as "great" and was only now receiving good/expected therapy.

Manufacturer narrative:
Product ID, 748240 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 748240 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 3389s-40 lot# v011800, implanted: 2006 (B)(6), product type lead product ID, 3389s-40 lot# v011800, implanted: 2006 (B)(6), product type lead. (B)(4).